Event description:
It was later reported that the catheter was found to have a leak where the catheter connected to the pump. This was confirmed by doing a dye study. The leakage was identified in (B)(6) and the patient had been ¿through hell and high water¿ trying to obtain approval for the pump and catheter to be replaced. It was noted that the patient¿s case was a workers compensation case and recently, after securing a doctor that was willing to do the replacement, the patient¿s insurance denied the approval for the procedure because the doctor forgot to submit the dye study tests results indicating that the pump was leaking. The patient never fell or hit the pump and the reason that the catheter became damaged, causing the leak, was unknown. It was noted that, prior to receiving the original pump, the patient was bedridden and, when she got the pump, she got her life back. The device system was used to deliver dilaudid and an unknown drug.

Event description:
It was reported that this patient¿s catheter had an ¿issue¿ that was detected by a test. The reporter did not want to provide further details as they did not want to ¿go around the physician.¿ this device system delivered dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).